Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed amikacin (xamik) result. Emit amikacin is an open channel assay which is validated to be processed on the dimension vista platform by following manufacturing, installation, and method parameters per the xamik alliance application sheet. Per the assay method configuration, pretreatment and auto-dilution results are not validated but the customer can elect to manually dilute the sample with emit amikacin calibrator 0 and multiply the result by four. All other method parameters were within specifications. Calibration and quality control results surrounding the event were within conformance. Method parameters were evaluated and observed that auto-dilution was enabled which is not validated per the assay's alliance application. No product non-conformance was identified. This discrepant result was a singular incident. The cause is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed amikacin (xamik) result was obtained on a patient sample on the dimension vista 500 system. The discordant result was not reported to the physician. The same sample was reprocessed the same day and a higher result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed xamik result.